Event description:
It was reported that the ilet pump¿s screen was cracked and became unresponsive, and a replacement device was arranged with return instructions while the patient was advised on shutdown procedures and continued cgm use via the dexcom app or receiver. Symptoms included no adverse clinical effects and no alarms from the device. Outcomes included no impact to blood glucose management and no need for medical care or hospitalization. Investigation included review of the complaint details and facilitation of device return for assessment. The returned device was received. Investigation of this case revealed a physical damage issue to the display component leading to loss of user interface functionality, with the remainder of the system reported as unaffected. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage rather than a manufacturing or design issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.